Manufacturer narrative:
(B)(4). Date sent: 10/30/2024. D4: batch # y70196. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the er320 device was returned with the top shroud damaged. In an attempt to replicate the reported incident the device was functionally evaluated. Upon firing of the device had the remaining seventeen(17) clips were ejected due to the condition of the top shroud damaged; finally the instrument locked out as intended. The event reported was confirmed and it is related to improper use of the device. One possible cause for the damage found may be due to excessive force being applied to the device. A manufacturing record evaluation was performed for the finished device batch and lot number, and no non-conformances were identified.

Event description:
It was reported that during an unknown surgery, device could not fire. Changed to a new device to complete surgery. There was no patient consequence reported. No additional information can be provided.